Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that at the end of a case and checking for accuracy, the pelvic screw was allegedly inaccurate. They re-registered and restarted, attempting to put the pelvic screw in again. The pelvic screw was medial compared to trajectory of the plan. They removed the screw completely. This resulted in 15 minute delay. No impact on patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. They were unable to replicate the issue. No hardware was replaced and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was estimated about 10 millimeters (mm) inaccurate. The screw was completely medial and not in bone.